Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent. The specific date of the event was not known and 01-nov-2018 was used as an approximation. The meter result was 3.3 inr and the laboratory result within a few hours was 2.0 inr. The therapeutic range 2.0 - 3.0 inr. The customer had antiphospholipid antibodies.